Event description:
The report from the database indicated that a male pt was admitted with a more than 72 hrs acute myocardial infarction (mi). The target lesion was a restenotic 90% and 14 mm long stenosis in the first obtuse marginal. The lesion was pre-dilated with a 2 x 15 mm balloon. A 2.5 x 18 mm cypher select plus stent was implanted at 18 atm electively and with satisfactory results. The stent was post-dilated. On the 1-month f/u in 2007, the pt had angina pectoris. On the 6-months f/u in 2008, the pt had angina pectoris. An event was reported that occurred on five months later. A non-q-wave mi was reported that occurred at an undetermined target vessel location. The peak ck level was normal, however, troponin t was 4 times above the upper normal limit. As reported, "...angiogram showed >90% stenosis of distal stent (in stent stenosis) in obtuse marginal graft. Transferred for pci". A coronary angiography was performed on a week later, and a repeat pci took place on eight days later, due to a myocardial infarction. A non-q-wave myocardial infarction occurred on the following month, and was related to the target vessel. "Angiogram showed 60-80% instent restenosis. Transferred for implantable defibrillator insertion." On the 1-yr f/u on the following month, the pt had angina pectoris. Regarding the lesion treated during the index procedure, it was a type c lesion, smooth, eccentric, with little or no calcification and readily accessible in the proximal segment. The stent was post-dilated with a 3.0 x 15 mm balloon at 18 atm. There were no complications during the procedure. The procedure was performed via a vein graft. The pt was discharged two days later. Ongoing medications during the 1-month f/u include aspirin, clopidogrel, ace inhibitors and beta blockers. Diabetes was treated with diet only. Ongoing medications during the 6-months f/u include aspirin, clopidogrel, ace inhibitors and beta blockers. Diabetes was treated with diet only. The event was reported that occurred in 2008 was reported to be highly probable related to the device and the index procedure. The event required hospitalization, but resolved without sequel. Regarding the coronary angiography was performed on a week later, and the repeat percutaneous coronary intervention (pci) that took place on eight days later, due to a myocardial infarction, it was reported that the pt was "transferred for pci to om following nstemi. Procedure uncomplicated. Discharged home". The repeat pci was performed to treat a 90% stenosis in the first obtuse marginal. The target lesion revascularization was done by balloon dilatation only. The event was reported to be highly probable related to the device and procedure. The event required hospitalization, but resolved without sequel. Regarding the myocardial event that occurred on the following month. The peak ck level was less than 2 times above the upper normal limit. Troponin t was equal or 5 times higher than upper normal limit. As reported, "chest pain followed by vf arrest = nstemi, treated with tirofiban. Further vt angiogram shows 60-80% instent restenosis. Transferred for implantable defibrillator insertion." The event was reported to be highly probable related to the device and procedure. The event required hospitalization and was considered life-threatening. Ongoing medications during th 1-yr f/u on included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Diabetes was treated with diet only. Pre-procedure medications include aspirin (300 mg), clopidogrel (75 mg), ace inhibitors and beta blockers. Intra-procedure medications include aspirin, clopidogrel and unfractionated heparin. Medications at discharge include aspirin (300 mg), clopidogrel (75 mg), ace inhibitors and beta blockers.

Manufacturer narrative:
The prod is not distributed in the united states, however, it is similar to the united states prod. A report form the study indicated that a pt experienced restenosis and a myocardial infarction (mi) two times after having a coronary artery stent implanted. The pt also experienced an episode on ventricular fibrillation. The pt's history is significant for obesity, target lesion pci, hypertension, coronary artery bypass graft surgery, hyperlipidemia, diabetes previous mi, cerebrovascular disease and remote history of tobacco abuse. The indication for the procedure was an acute non-st elevation mi of undetermined location with onset greater than 72 hrs prior to intervention. The target lesion was a 90% restenosis in the native first obtuse marginal (om1). The lesion had previously been revascularized with a non-cordis bare metal stent four months prior to the index procedure. The lesion was pre-dilated with a 2.0 mm x 15 mm balloon at 12 atms after being accessed via a vein graft. A 2.5 mm x 18 mm cypher select plus stent (csp) was then implanted at 18atms, followed by post-dilation with a 3.0mm x 15 mm balloon at 18 atms. The procedure was successfully completed and the pt was discharged home two days later. At the one-month, six-month and one yr f/u, the pt complained of experiencing angina pectoris. Approx eleven months post implant, the pt experienced a non-qwave mi of undetermined location. Angiography performed two weeks later revealed 90% restenosis in the distal part of the csp stent. The event was treated with balloon angioplasty. Approx two weeks after the angioplasty, the pt experienced chest pain followed by a ventricular fibrillation arrest. Tirofiban, a ii/iiia inhibitor, was administered. The pt had continued episodes of ventricular tachycardia leading up to repeat angiogram, which revealed a 60-80% restenosis of the target lesion; no treatment was performed for the restenosis. The pt was transferred to have an internal defibrillator implanted. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan. Restenosis, mi and ventricular fibrillation are all known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the available info suggests that pt factors (extensive medical history) and/or vessel/lesion (restenosis ) characteristics may have contributed to the event.